Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose after meal announcements while using the ilet and later reported pump difficulties when not announcing meals, with interest in returning the device and associated unopened supplies. Symptoms included hypoglycemia. Outcomes included effects that were not further characterized. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device problem, no component-specific issue, and no definitive findings. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.